Event description:
It is reported that during final reduction that the incorrect head size was opened and inserted on the stem. The head was unable to be removed so the entire construct had to be removed and a new stem was implanted.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. It is unknown how the attempt at separation was performed. Cause cannot be definitively determined. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.